Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen femoral assembly, catalog # unknown, lot # unknown; unknown nexgen tibial assembly, catalog # unknown, lot # unknown. (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for evaluation as the current whereabouts of the product are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Location of the device is unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient felt a sudden sharp pain the right knee. The patient was revised due to dislocation and instability. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of medical records and radiographs. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: in 2016, the patient felt a sudden sharp pain in her right knee, and gross joint deformity was noted. X-rays revealed an event similar to the previous in which a separation of components with dislocation had occurred. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.